Event description:
It was reported that the customer was admitted in the emergency room due to high blood glucose of over 600mg/dl. It was stated that the spouse declined to troubleshoot and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.